Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the generator underwent a thorough analysis. The field service engineer was able to replicate the priming interruption with an empty syringe error fault condition, confirming the reported event. The issue was related to an internal delivery device cable. The replacement of the internal delivery device cable harness resolved the issue. The generator then received all required updates and passed full functional and electrical safety testing. The device history record (DHR) review was completed and confirmed that the generator was last serviced approximately a year ago and, at that time, it was fully functional with no issues. A review of the device instructions for use (IFU) and operator manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during preparation for rezum water vapor therapy, the generator stopped priming and issued an error message to empty the syringe. The patient was sedated when the issue occurred. The procedure was postponed for few hours. The patient required second sedation and the procedure was completed with another generator without patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation of water vapor therapy, the generator stopped priming and prompted an error message to empty the syringe. The patient was sedated when the issue occurred. The procedure was postponed for few hours. The patient required second sedation and the procedure was completed with another generator without patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.